Event description:
It was reported that while using the unit, the head broke off in the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.